Event description:
It was reported that the customer received a low battery alarm when she tried to change the insulin pump's battery. After trying to change the battery, the screen lit up after two minutes, the buttons did not work, and the insulin pump started to buzz. The customer's blood glucose level was 268 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).